Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag and catheter had come off the tamper evident seal.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This report is being submitted as additional information. The reported event was inconclusive because poor sample condition. Sample was evaluated and observed drainage bag with inlet tube connected with sample port. The catheter might have been disconnected from the sample port at tamper evident seal. Unable to conduct further investigation since catheter was not returned. Therefore, this complaint is inconclusive as poor sample condition. The potential root cause for this failure could be due to drainage funnel too short or improper insertion by operation. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. A review of the device labeling have been conducted. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag and catheter had come off the tamper evident seal.